Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose level was 145 (mg/dl). Review of pump data by tandem technical support showed that the battery gauge dropped from 65% to 5% within one hour prior to the pump shutting off. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has a backup pump available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a malfunction code was found in the device logs. However, no failure was identified with the malfunction code.